Event description:
A patient reported experiencing inaccurate low results with an otbe meter. The patient's blood glucose results were 86mg/dl vs. 400 lab. Tests were done within 21-30 minutes with a difference of 76%. Patient did not experience any adverse events. No further information has been reported.